Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had a hyperglycemia. Customer current blood glucose value of 500 mg/dl. Troubleshooting was performed. Customer does not report any symptoms related to hyperglycemia. The pump was used within the 48 hours of the reported event and smart guard/auto mode was not active at the time of event. No further patient complications were reported. The device will not be returned for failure analysis